Manufacturer narrative:
The siemens field service engineer (fse) analyzed the instrument and instrument data and determined the cause of the discordant sodium result was unknown. The fse replaced the aliquot probe, pump tubing and checked the bulk fluid tubings. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant sodium (na) result was obtained on an dimension vista 1500 instrument for one patient. The result was reported to the physician. The customer repeated the sample from this patient on the same instrument after the physician questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.